Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and high blood glucose event. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. Customer also reported that the insulin pump had a motor error alarm and the drive support cap was sticking out. Customer had a high blood glucose of 440 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm.